Event description:
It was reported that vessel dissection occurred. Patient presented with structural valve deterioration (svd) in the right coronary artery (rca). Vascular access was obtained via the femoral artery. The 90% stenosed, 35mm in length, 2.75mm in diameter, de novo, concentric target lesion was located in the mildly tortuous and non calcified rca. After a non-bsc guide wire crossed the lesion, the lesion was pre-dilated using a non-bsc balloon catheter. A 2.75x38mm promus element ¿ long stent delivery system (sds) was selected and deployed in the target lesion. Post dilation was performed. After stenting procedure, the physician noted a dissection at the distal site of the stent. The procedure was completed with a 2.5x16 mm promus element stent to cover the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).